Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they are running to the bathroom all the time and the device is not helping with their symptoms. They added that they fell on their buttock twice (once in december and the week prior to the report). They reported a return of symptoms which started about three weeks ago. The patient noted that they can feel stimulation and has tried increasing stimulation and trying different programs, but the issue hasn't been resolved. As a result of what was reported, they were redirected to their healthcare provider (hcp) to address the device not helping issue. No further patient complications have been reported as a result of this event.